Manufacturer narrative:
Due diligence has been performed for this event. Customer has provided available information. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that a b30 scope communication error message was observed for the device. This is attributed to damage of the charge couple device (ccd) and corrosion on the video plug. Other observations for the device: due to scratch on distal end rubber coating (a-rubber), water tightness is lost; due to damage on forceps elevator lever, bending section cannot be fixed firmly; and video connector, grip, video connector case, light guide connector, right/left plate have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use when device was connected for advanced inspection, the device yielded no image. There is no patient involvement. The intended procedure was completed with another device with no delay. At the facility, devices are inspected prior to use and reprocessed by cleaning and sterilization.

Manufacturer narrative:
Based on the results of the legal manufacturer's investigation, a b30 error was observed. It was determined that breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor may have caused the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The operation manual describes how to inspect the subject events in ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿ as below which could have prevented the phenomenon: [inspection of the endoscopic image] confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.